Event description:
It was reported a thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician performed transseptal crossing (tsp) and crossed the septum. The physician noted that they forgot to give heparin prior to the tsp and asked for heparin after crossing the septum. After going up with a non-boston scientific pigtail catheter, it was noted there was clot on the catheter. The physician withdrew on catheter, and the clot was drawn out of the body. The procedure was successfully completed with no further patient complications, and the patient was discharged home. First act was taken 3 minutes after the first dose of heparin was given. It was realized that heparin was not given after we crossed the septum. Heparin was discussed with anesthesia but never given. Communication error. Act was greater than 250. Thrombus was drawn back with a 50ml syringe. The patient does not have any coagulopathies. 4000 units of heparin was given during procedure. Patient is discharged. The physician does not believe the product is the reason for the complication. Patient was stable and did not require hospitalization.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician performed transseptal crossing (tsp) and crossed the septum. The physician noted that they forgot to give heparin prior to the tsp and asked for heparin after crossing the septum. After going up with a non-boston scientific pigtail catheter, it was noted there was clot on the catheter. The physician withdrew on catheter, and the clot was drawn out of the body. The procedure was successfully completed with no further patient complications, and the patient was discharged home. First act was taken 3 minutes after the first dose of heparin was given. It was realized that heparin was not given after we crossed the septum. Heparin was discussed with anesthesia but never given. Communication error. Act was greater than 250. Thrombus was drawn back with a 50ml syringe. The patient does not have any coagulopathies. 4000 units of heparin was given during procedure. Patient is discharged. The physician does not believe the product is the reason for the complication. Patient was stable and did not require hospitalization.

Manufacturer narrative:
Device technical analysis:it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed and the reported allegation could not be confirmed.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment:a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of thrombosis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:the device has not been returned to bsc for analysis, and the information within the event description suggests that the adverse event of thrombosis is anticipated in nature as per the IFU for the versacross connect laac access solution as reported to bsc. Known inherent risk of device was the investigational conclusion code therefore assigned. The IFU for the device captures relevant information related to the ensuring the dilator is free of air, aspirating periodically, and the relevant adverse events.